Manufacturer narrative:
The device was not returned; mfg documents were reviewed and no complaint related issues were found.

Event description:
A pt implanted with an ocular sphere experienced postoperative chemosis. It is unk if the pt has other medical conditions which may have contributed to edema.